Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that at around 4:30 am, the patient put on a new sensor as the previous one finished its session. She was able to start the warmup but fell asleep while waiting for the warmup to finish. At around 11:00 am, her son noticed that she was unresponsive. Her sone tried to wake her up but she wouldn't. Her son tried to give her oral glucose gel but she couldn't take it as she was unresponsive. No bg test was done and they didn't know what was displayed on dexcom app at that time. Her son called 911 and they took him to the nearest hospital. Enroute to the hospital, her bg test showed 20 mg/dl while dexcom app was showing "sensor failed" message. Patient was immediately put on IV medications by the paramedics. She gained consciousness and woke up in the hospital. Another bg test was done and they got 77 mg/dl. She continued with the unspecified IV medication and was given oral glucose gel. Patient felt better and was discharged at around 6:00 pm the same day with a bg value of 130 mg/dl. Performance data was reviewed. The allegation was not confirmed via data. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional event or patient information is available.